Manufacturer narrative:
A recommendation must be added in the shuttle form for the control of the instrument at reception (functional tests).

Event description:
The ball inside the instrument is no longer there. The locking mechanism for entering milling accessories no longer works.